Event description:
Three weeks post-op x-ray showed that the screw at c7 had backed out breaking the vertebral body of c7. Revision surgery was performed on 5/27/97. Surgeon removed the broken c7 and fixed c4 to t1 grafting another fibula, using helo-vest instead of plate.

Manufacturer narrative:
Co was unable to confirm the incident since neither the device nor x-rays were made available to co. Lack of info makes it difficult to investigate this incident. But most likely, the vertebral body broke which resulted in the loosening of the screw.